Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after leaving the pump in the bathroom while showering. Customer was not outside of the labeled operating altitude range. There was no reported impact to customer's blood glucose level. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.